Manufacturer narrative:
Device evaluation summary: the reported issue that the blood went into the waste bag and did not go into the wash portion was verified during service. The service technician stated that the customer reported an issue with the optics sensors. The service technician inspected and reseated the optics cables. The service technician also cleaned the optics and calibrated. The service technician then verified the optics were working properly and were in proper calibration. Post repair testing was performed per specifications. The device was analyzed/serviced in the facility by a medtronic field service technician. The instrument did not return to a medtronic facility for analysis/service. Additional information b5: medtronic received additional information that no damage was noted to the instrument or disposable. No visual, audible, or performance abnormalities were observed, and no error messages were displayed. The amount of blood loss and information on whether a transfusion was required could not be provided. Correction d4.5 (unique identifier (UDI) #), h5 (label for single use), h6 (patient codes (ime/annex e) h8 (usage of device): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the autolog iq instrument, blood went into the waste bag and did not go into the wash portion. The instrument was replaced. There were no complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.